Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 (reprocessing of subject device), this information was inadvertently not included on the initial medwatch. Reprocessing of subject device the customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. The customer flushed the air/water nozzle with water and air; did not immerse the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the clogged foreign material in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis lucera elite gastrointestinal videoscope, there was air/water flow issues. There was no patient harm associated with the event. The device was returned and evaluated and upon evaluation there was foreign material found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign material found in the nozzle. Additional evaluation findings are as follows: the up direction did not meet the standard value, the plastic distal end cover had a burn and a dent, the adhesive around the light guide lens had a white-clouded area and was peeled, the adhesive around the objective lens had a white-clouded area, the forceps elevator lever was deformed, the connecting tube had a scratch and a wrinkle, the amount of water contact, the water removal ability, and the water supply volume did not meet the standard value, the adhesive on the bending section cover had a crack and a chip, the up/down knob was out of the standard value, and the protector of the universal cord on control section side had a scratch and a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.